Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited extremely high thresholds and intermittent capture. The lead was repositioned and the issue was resolved. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.